Event description:
Reporter indicated that patient's family believed that the patient had more seizures with the vns implant. It was initially reported that the patient was explanted due to end of service. Further follow-up revealed that the patient complained of constant pain and that the patient's family believed that patient had more seizures with the vns implant.